Event description:
The hospital maintenance director reported that this bed had an unintentional movement of the head and knee down functions. He called into hill rom technical support and it was determined that the left siderail head membrane switch was shorted. He replaced the membrane switch and this resolved the issue.